Event description:
It was reported that the low-voltage pacing right ventricular (rv) lead exhibited exit block and during the lead revision procedure, it was noticed that the insulation was damaged over several centimeters near the connector end. The lead was capped and replaced. No patient complications have been reported as a result of this event.